Event description:
User rec'd an erroneous ast result for one pt sample. This was the only test affected. The initial result was 125 u per l and was reported. The doctor called the lab in 2009, stating "that this result was impossible" and requested the test be repeated on the same sample. The test was repeated from the original tube on the same day, giving a result of 17 u per l. A second sample obtained from the pt one month prior, was also pulled and tested resulting at 18 u per l. User stated "they have had no report that the pt was impacted by the original or repeated results of values given." The field service rep did not find a cause. To verify analyzer performance, he observed instrument operating with no errors or alarms. He also ran a precision study for ast run within the chemistry profile.